Event description:
Customer claims while transferring a "large" pt, a backrest hinge bolt broke causing the pt to lean to one side which threw the unit off balance. In his attempt to correct the imbalance, an emergency medical technician strained his back. Emergency medical technician was treated and released.